Event description:
Dealer stated the when the consumer is reclined back the unit stops sometimes. Dealer stated the consumer has to play around with the joystick in order for the chair to function again. Dealer stated there were no injuries associated with the incident.